Event description:
This complaint was found via literature review. The article was entitled "frequency of stent fracture as a cause of coronary restenosis after sirolimus-eluting stent implantation". The pt had a lesion in the right coronary artery. The lesion was pre-dilated using optimal balloon dilation and then a 3.5x23mm cypher stent and a 3.0x 23mm cypher stent were implanted in the lesion. During the nine-month follow-up, it was noted that the pt had a stent fracture and restenosis in the stents that had been previously implanted. The pt's medical included aspirin.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united stated cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-00395 and 9616099-2008-00396. This report of stent fracture of 2 cypher stents was identified upon literature review. The article was entitled "frequency of stent fracture as a cause of coronary restenosis after sirolimus-eluting stent implantation". Attempts to obtain clinical and procedural details were unsuccessful. The stent fracture, as well as restenosis, was identified on 9-month follow-up angiography. Treatment was not reported. The stents were not returned for eval; they remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trails that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. In the absence of clinical and procedural details, it is not possible to determine with any certainty what factors may have contributed to this event.